Manufacturer narrative:
Patient demographics (date of birth) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the event as reported could not be determined as the device was not returned for evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this event is patient non-compliance and failure to follow the post-op rehab protocol. The directions for use states: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that the patient had a primary clavicle procedure in (B)(6) 2016 with an arthrex clavicle plate, and it was successful. Two months post-op, imaging was performed and showed that the clavicle plate was bent. The surgeon decided to leave it in to give it time to heal. The clavicle plate was removed on (B)(6) 2017. The plate was bent, and the patient had a non-union. The surgeon used another manufacturer's plate to complete this procedure successfully.

Manufacturer narrative:
Patient demographics (date of birth) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The device met all material specifications as received. The evaluation revealed the returned plate is bent. The most likely cause of this event is patient non-compliance and failure to follow the post-op rehab protocol. The directions for use states: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had a primary clavicle procedure in (B)(6) 2016 with an arthrex clavicle plate, and it was successful. Two months post-op, imaging was performed and showed that the clavicle plate was bent. The surgeon decided to leave it in to give it time to heal. The clavicle plate was removed on (B)(6) 2017. The plate was bent, and the patient had a non-union. The surgeon used another manufacturer's plate to complete this procedure successfully.